Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received sample was found in opened original packaging including cover foil. The sample was visually inspected with the aid of a photomicroscope with various magnifications. Sample shows bent shaft and grasping arms. The forceps shows surgery residuals. Due to the condition of the sample the customer's complaint could not been confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively due to insufficient sample.

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the forceps could not released after grasping the membrane during surgery. The surgery was completed by using other new forceps. There was no patient harm.